Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and myocardial infarction occurred. In (B)(6) 2014, an unspecified size promus premier¿ stent was implanted in the mid left anterior descending (lad) artery. In (B)(6) 2014, patient presented with an acute st elevation myocardial infarction (stemi). It was found out that there was a thrombosis at the proximal part of the promus premier¿ stent implanted in mid lad. Manual aspiration of the thrombus was done. Balloon dilatation was also performed using an unspecified balloon catheter and a non bsc stent was placed. The patient is being transferred out and is progressing.